Event description:
It was reported during a lung wedge resection while reloading the instrument for the third time (fourth firing), the non-reload jaw came loose and pulled out of the instrument. A second instrument was opened and fired without incident. There was no pt consequence.